Manufacturer narrative:
Date of birth: unknown. The lens was inserted and removed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (model ar40e, +18.0 diopter) was implanted in the eye of a male patient on (B)(6) 2016. The lens was explanted on (B)(6) 2017 because the surgeon noticed a "putty" on the lens that was causing loss of vision. Another ar40e, with the same diopter size, was inserted into the eye but the surgeon noticed that this lens was foggy, not quite clear, and it had some substance on the anterior of the lens. Reportedly, the lens was removed and replaced during the same surgical procedure with a pcb00 lens. The patient vision was reported being normal. No further information was provided. Two mdrs will be filed for the 2 ar40e lenses. This report is to record the second ar40e lens that was inserted and removed on (B)(6) 2017.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/07/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the lens was cut. Multiple scratches were observed on the pieces of lens. The customer's reported complaint for lens foggy and debris on the lens was not verified. Although, superficial stains related to viscoelastic and possibly other surgical related substances were observed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.